Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: in addition to the bubbles in the arterial line, we have also started noticing some bloodlines with loose arterial line dialyzer connectors. The dialyzer connector comes off easily at the end of the arterial line tubing. Fortunately, we have had no adverse reactions but would like to send in one (1) sample for further investigation. We will continue to monitor our current stock for any similar issues.